Event description:
The patient reported that he believed that he selected the right option but was getting a message on controller saying that his last bolus did not go through which resulted in high blood glucose levels. Patient did a finger stick and he was at 478mg/dl but on his freestyle libre sensor he was getting at 334mg/dl. Medical treatment was not required.

Manufacturer narrative:
Physical device was not received for analysis. Cloud data from the user for the period of (B)(6) 2026-(B)(6) 2026 was downloaded and reviewed. (B)(6) 2026 was found to be the day when the user first used the omnipod 5 system. Review of the data found that only one bolus was started and delivered during this period, a bolus of 8.85 u delivered at 10:27 on (B)(6) 2026. The cloud data showed a start record and completed record for this bolus, indicating that the bolus was successfully delivered. No error messages were present in the cloud data indicating any issues with the custom foods option or that this bolus or any other bolus attempts were unable to be started or delivered. Without log files, it could not be determined if issues occurred with the ability to use custom foods in the bolus calculator or if a message indicating that the bolus was not successfully delivered was ever presented to the user. Review of the patient history buffer (phb) found that the pod was regularly receiving estimated glucose values with intermittent temporary sensor errors occurring. While the system was in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system was correctly delivering the user's manual basal program regardless of the estimated glucose values received. It could not be determined if the sensor was correctly reading the user's glucose values and sending the correct information to the pod. The exact cause of the reported bolus issues and discrepant glucose values could not be determined from the available cloud data. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+.